Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4)

Event description:
It was reported that during an interrogation of a pacemaker when it was still in its original packaging, a message suggesting standby mode was displayed upon interrogation, on the programmer screen. The ok button in the message box was inadvertently pressed, and then the pacemaker was reinitialized.

Manufacturer narrative:
Corrected data: please refer to the attached analysis report for complete details.

Event description:
It was reported that during an interrogation of a pacemaker when it was still in its original packaging, a message suggesting standby mode was displayed upon interrogation, on the programmer screen. The ok button in the message box was inadvertently pressed, and then the pacemaker was reinitialized. Update on 28 feb 2017: it was reported that the device which had been received as a ¿recycled¿ device from livanova, was interrogated in the box but the programmer screen showed two warning messages stating that atrial and ventricular lead impedances were above 3000 ohms (on (B)(6)).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
It was reported that during an interrogation of a pacemaker when it was still in its original packaging, a message suggesting standby mode was displayed upon interrogation, on the programmer screen. The ok button in the message box was inadvertently pressed, and then the pacemaker was reinitialized.

Manufacturer narrative:
It was reported that the device which had been received as a ¿recycled¿ device from livanova, was interrogated in the box but the programmer screen showed two warning messages stating that atrial and ventricular lead impedances were above 3000 ohms (on (B)(6)). An analysis is requested.

Event description:
It was reported that during an interrogation of a pacemaker when it was still in its original packaging, a message suggesting standby mode was displayed upon interrogation, on the programmer screen. The ok button in the message box was inadvertently pressed, and then the pacemaker was re-initialized.